Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 performed a preventive maintenance on unit and could not get any good precision out of it. C-grams were very inconsistent. Found that degasser pump was working but was very intermittant. Would turn on but motor would stop then start. Replaced degasser pump and small syringe that fell off counter and shattered. Made adjustment to baseline mv. Ran precision with great results along with calibration and qc. The most probable cause of the reported event was degasser pump failure.

Event description:
On (B)(6) 2016, the customer reported elevated baseline c-grams with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.